Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. In addition, it was reported that the pump time was incorrect, cause was unknown. Customer resumed insulin delivery successfully. There was no reported adverse impact to the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.